Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and subsequently expired on the same day, all of which was allegedly caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.